Event description:
Boston scientific received information that this patient is a twiddler resulting in both atrial and ventricular leads dislodging. Both leads were successfully repositioned and no adverse patient effects were reported. The atrial and ventricular leads remain in service. Implant, explant and event dates were not made available.